Manufacturer narrative:
(B)(4). Device evaluated without no defect found. Most likely underlying root cause: user had inaccurate reference.

Event description:
Consumer complaint of low blood results. Customer's daughter states that her mother feels well and requires no medical attention. Customer's expected blood results are 90-104mg/dl fasting. Verified the strips expire 12/31/2014. Customer confirms the strips are stored properly. Customer performed back to back blood test with container of test strips that was not expired ((B)(4)), 86mg/dl and 84mg/dl non fasting. Reviewed meter memory: 80mg/dl (B)(6) 2015 04:47:00 pm fasting yes; 208mg/dl (B)(6) 2015 01:28:00 pm fasting yes; 105mg/dl (B)(6) 2015 10:59:00 am fasting yes. No adverse event reported.